Event description:
This report pertains to one of two devices utilized in one pt. Please reference bsc reference number 3005099803-2009-01601. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure on a male pt with a previously implanted (3 months) wallflex enteral duodenal stent. According to the complainant, tumor ingrowth was noted in a wallflex enteral stent implanted three months prior. The stent was left in place and another wallflex enteral stent was to be placed within the existing stent. During attempted placement of this stent, the physician experienced placement difficulty; therefore, the recaptured the partially deployed stent in order to reposition it. During the attempt to redeploy the stent, the blue sheath became separated from the valve body. The stent was fully reconstrained and was removed as a system without incident. Another wallflex enteral duodenal stent was placed within the existing stent due to tumor ingrowth. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device model, catalog and lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.